Event description:
It was reported that the tip of the driver broke off during use removing a set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow. Dimensional inspection of the tip diameter confirms conformance to print specification. Inspection of material hardness identified a non-conformance to print specification. The above findings are consistent with manufacturing error.